Event description:
It was reported that the device is leaking oil prior to a case at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection by the repair technician. It was determined that the device would not operate correctly as the e-box required replacement as it was leaking oil. The e box was replaced and the device returned to the account after passing final inspection.